Event description:
It was reported that via a remote transmission, the right atrial lead exhibited oversensing. The patient was asymptomatic. No intervention was reported and no further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).